Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the customer was able to use the universal surgical manipulator (usm) 4 with no issues. Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the usm 4. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy malignant surgical procedure, the surgeon reported to technical service engineer (tse) after surgery to report that during surgery the instrument on universal surgical manipulator (usm) 4 made a sudden big movement. The surgeon explained to tse that it was like a rubber band snapping. The surgeon explained that the instrument was not visible anymore after that moment. After gaining control again, the surgeon found no damage to the tissue. The surgeon managed to finish the surgery without any problem. The surgeon would like to see the usm 4 checked. Tse checked the logs and found no problem there. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed the instrument in question was laparoscopic scissors, but the batch/lot sequence number was unavailable as it was the last use. The instrument was inspected prior to use with no concerns noted, and no damage was observed. The issue occurred with the surgeon's head inside the high-resolution stereo viewer and while manipulating instruments from the surgeon console. The failure was not related to an inability to move the instrument. In surgeons' opinion it was the previous surgical remover had left hand controls crossed, when head was removed from surgical console. I suspect assistant had not realized that hand devices were crossed. The instrument's movements scaled appropriately assuming the instruments were reversed. The observed movement was in the opposite direction than intended, moving towards the liver instead of the pelvis. The timing of the instrument movement was appropriate, but shakiness and friction were experienced. There was no instrument-to-instrument or system arm-to-arm interference, nor any external collisions. The issue was a single episode, not recurrent, with no fragments falling into the patient and no injury to the patient. No photographic or video documentation is available. The issue occurred approximately 10 minutes before the end of the procedure while preparing to stitch the vaginal vault closed.